Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and the event description does not indicate a potential manufacturing issue. In this case, the valve was subsequently snared upward, dislodged and was left implanted above the annulus. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy. In this case, the valve dislodged as the valve was snared upward. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep at 18mm. The valve was subsequently snared upward, dislodged and was implanted above the annulus. A second valve was implanted successfully. No adverse patient effects were reported.